Event description:
It was reported via repair work order that the foot end lift was stuck at high height and would not lower due to power coil malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.